Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product, rupture and any creases associated with hole. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture . Device evaluation: analysis of the returned device identified: underweight, crease fold and opening on posterior. A visual and microscopic analysis was performed which identified: crease sharp opening on posterior and wear abrasion. Base on the device analysis the final assessment is: crease sharp opening on posterior assessed as fold flaw opening wrinkles (creases) are observed but have no relationship with manufacturing.